Event description:
The pt fell in (B)(6) 2009 and then a second time in (B)(6). Following the fall in (B)(6), the pt turned the implantable neurostimulator (ins) off for two months. When the pt tried to turn the ins back on, the pt was not getting any stimulation even after increasing it to 10.5 volts. On (B)(6) 2009, impedance measurements were taken and were found to be normal. The pulse width and amplitude were increased. All electrode pairs were tried, the voltage was increased to 8.89, but it was not the same intensity; there was no change to the impedance measurements. The battery voltage was reported to be 2.64. Additional troubleshooting was being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).